Event description:
The customer reported that during boot up, the display stops at 7 arrows.

Manufacturer narrative:
The ge service rep troubleshot and ordered parts. He repaired and replaced the sram. The unit booted with recharge needed. The system functions as intended.